Event description:
The user facility reported that they experienced a complete loss of image during an unspecified procedure. There was no patient harm reported.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain more detailed information regarding the report, but with no result. The device referenced in this report has not yet been returned to olympus for evaluation. A review of the instrument history showed that the subject device was last returned to olympus for refurbishment on (B)(4) 2011. As part of our investigation in this report, an olympus field service engineer (fse) was dispatched to the user facility to address the user's experience and to check the equipment. The fse was able to duplicate the user's report of image loss when the score was connected tot he video processor; the image turned black and contained static when the fse wiggled the score connector on the video processor. The fse disconnected the scope connector from the video processor, and then reconnected it but the image problem still persisted. However, after removing the scope from the video process a couple of times, the image difficulty disappeared. The fse utilized another scope with the video processor and there was no image problem found. The exact cause of the user's report could not be conclusively determined at this time. If additional and significant information is received at a later time this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.